Event description:
It was reported during in clinic follow up that the lead exhibited inappropriate shock due to oversensing noise. Externalized conductors were suspected. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable.

Manufacturer narrative:
Reported events were insulation breach, inappropriate defibrillation therapy and oversensing. As received, only the connector portion of the lead was returned in one piece. The reported events of insulation breach and oversensing were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.